Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the device was found to be beyond the warranty period. The unit came in missing the locator pointer, dove-tail slide ,and the shear lock assembly. Visual inspection found the nylon tips were worn out and needed replacement. The unit needed to be polished, lubricated and calibrated. In addition, the scale had to be re-painted. Device history record reviewed for this product ID lot manufactured on (B)(6) 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in the complaint system for this reported failure and or related to "issue with the crw system" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. The root cause can be attributed to no malfunction, the physical damage and additional findings are consistent with age/use/wear.

Event description:
It was initially reported the device was being sent in for repair. Additional information was requested but no other information was provided.